Manufacturer narrative:
Manufacturer did not receive form 3500a from user. This investigation is ongoing. Any additional information will be provided in a follow up report.

Event description:
According to the report, tisseel was used to close the dura of a laminectomy case. The following day the patient was complaining of terrible headaches. Bioglue was used for the reoperation. Upon reoperation, the surgeon debrided the dura, rinsed the area with saline, and applied bioglue (this is not an approved indication in the united states). Once the bioglue was applied, the surgeon was pleased with the results. Subsequently the patient developed a bacterial infection at this application site. The infectious disease doctor believes that bioglue might be the potential cause (or one of the causes) of the infection. This is not an indicated use of bioglue.